Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "when the insert or went to thread after inserting the wire broke through" there was no patient harm reported. The patient's condition is reported as fine. Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "when the insertor went to thread after inserting the wire broke through" there was no patient harm reported. The patient's condition is reported as fine. Additional information was requested, but not available at the time of this report.